Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the user interface module (uim) on this unit did not power up, the screen was black, and the led's on the membrane panel were lit-up, but the keypad had no response. There was no patient involvement.